Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition, with a cartridge reload loaded on the device. Another loaded cartridge was also returned with the device. The device was tested for functionality with this loaded cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulty. We have documented the circumstances as they were reported to us. Batch history review has been completed with no anomalies reported.

Event description:
Reporter indicated a vns pt had high lead impedance readings with systems diagnostics testing at an office visit. The vns was disabled. No adverse pt events were reported. The pt had no known trauma. X-rays were received and reviewed by the MFR. No obvious lead anomalies were identified, but the lead pin was fully inserted into the generator header, ruling out a pin issue and making a lead fracture scenario more likely. Vns revision surgery appears likely. Attempts for further info are in progress.

Event description:
It was reported that during a colon resection procedure, the surgeon fired the device across the bowel with the device in the blue range for the first firing. When the surgeon observed the staple line, the staples were not b formed and open ended. They used the clamp cut and tie method to compete the procedure. The or nurse stated that the patient's bowel was impacted and very thick. The patient had not been bowel prepped for the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).